Manufacturer narrative:
D01 - intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "cables were derailed". Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The root cause of this failure is attributed to a component failure.

Manufacturer narrative:
Isi has not yet received the tenaculum forceps for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the tenaculum forceps (part# 470207-10/lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 6 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Based on the information provided at this time, this complaint is being reported because the instrument clevis pin reportedly fell out of the instrument and was not found. It is unknown if the pin fell inside the patient. An abdominal x-ray performed did not identify the pin. At this time, the location of the pin remains unknown and it is unclear if it fell inside the patient.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire of the tenaculum forceps instrument frayed during traction while holding the myoma after uterus incision. The cable was "pulled out" and the instrument stopped being recognized by the system. The customer used a backup instrument of the same kind to continue. An x-ray was performed on the abdomen and chest before the last suture of the surgery; however, "the exact residue could not be confirmed." Reportedly the clevis pin came out and the wire seemed to be curled inside the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: an abdominal x-ray performed by the customer did not identify any fragments. The instrument was inspected prior to use with no damage observed. The instrument was in use for about 5 minutes. The issue occurred when the instrument was grasping and retracting the myoma. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments. The instrument was never removed prior to the breakage. Upon the final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula. The wire of the instrument was found derailed after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return. No photographic images of the device or video recording of the procedure was available for isi review.